Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the event. The fse proceeded to replace the blood sampling valve (bsv) and actuator to resolve the issue. The fse ran controls to verify the repair and results met published specifications. (B)(4).

Event description:
The customer reported obtaining low red blood cell (rbc) result from the level two (ii) abnormal quality control (qc) on the coulter hmx hematology analyzer. There was no report of erroneous patient result generated and no change or affect to patient treatment. In connection with this event.